Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and via healthcare provider who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported that their implant hadn't been working for many years. Pt wasn't sure exactly when they were last able to use therapy or charge implant, but pt mentioned implant hadn't been working for at least 12 years. Pt stated their insurance wasn't able to cover getting a new implant. Pt wanted to know if there was anything wrong with leaving the implant in their body. The patient was redirected to their healthcare provider to further address the issue. Pt mentioned they have an upcoming appointment on the 22nd to have a nerve test because they'd been experiencing pain all over their body and didn't know if it's neuropathy or what. Pt had question about nerve test, but did not know exactly what test they were going to be having. Agent supplied tech service (tss) phone number for pt's hcp. Hcp later called in and  reported pt's ins does not work and pt stated they do not have the money to have the device "restarted". Caller did not have any further details as to when it stopped working or circumstances that led up to the ins no longer working. Caller inquired about how to proceed with a nerve conduction study. Tss reviewed information.